Manufacturer narrative:
According to the customer contact on (B)(6) 2023, a ventilator was alarming and upon inspection, a melted circuit wire was discovered. It was reported that the circuit was not covered and was "sitting just inside the isolette". The circuit was in use when the reported issue occurred. According to the customer contact there was no impact to the patient and a new device was available to be used. The device was removed from service. The sample was returned for evaluation, however a root cause could not be determined. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Melted circuit wire.